Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4470-52 lead implanted: (B)(6) 2011; 4968-35 lead, implanted: (B)(6) 2004. (B)(4).

Event description:
It was reported the system displayed 3:2 wenckebach status when the patient's sinus rate reached 140-150. It was also reported the upper tracking rate was programmed to 180 during the stress test. It was determined the issue does not appear to be one of timing, but due to either over-sensing of the t waves or under-sensing of the p waves. Additionally, the patient was symptomatic during this occurrence. Re-programming was done. No patient complications have been reported as a result of this event.